Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked (cowl) could not be determined. Additionally, a cause for the reported mitral valve insufficiency/regurgitation cannot be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opened while locked. It was reported this was a mitraclip procedure performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. The clip was implanted without issue. However, after clip deployment the clip opened to approximately 40 degrees but remained stable. Mr did not worsen. No additional clips were implanted. Mr was reduced to 2. On (B)(6) 2022, a follow-up echocardiogram was performed showing mr worsened to 4. A second mitraclip procedure was performed on (B)(6) 2022, one clip was implanted reducing mr to 1. No additional information was provided.